Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the peripheral artery. A 014/300/sst platinum plus¿ guidewire was advanced to cross the lesion; however, the tip of the device separated from the wire. The catheter was retrieved and the wire tip was recovered. The procedure was completed with a journey guidewire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the unit returned in a generic bag. The unit returned has the distal tip damaged , as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed. The device has the spring tip severely damaged (unraveled) and corewire broken. All the outer dimensions were found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the peripheral artery. A 014/300/sst platinum plus¿ guidewire was advanced to cross the lesion; however, the tip of the device separated from the wire. The catheter was retrieved and the wire tip was recovered. The procedure was completed with a journey guidewire. No patient complications were reported and the patient's status was fine.